Event description:
It was reported to the company that the patient hit his head at school and experienced sound quality issues with his device. Testing performed by advanced bionics rep showed that the device was functioning. However, the problem was not solved. Surgery to explant the patients device will be scheduled.